Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the staff cut their palm on the stainless-steel part of the meera operating table¿s base during cleaning. The sharp edge went through the staff's glove. First aid was applied to stop the bleeding and wound was closed in the emergency room. No stitches were applied to the wound as it was small. The wound was simply cleaned and then a plaster was used to cover the wound. We decided to report the issue based on the potential for serious injury if the situation, namely user cutting his finger on the base plate cover, was to reoccur. The affected getinge device has been evaluated by the company¿s service technician. The technician has confirmed the malfunction of the operating table - the sharp part was found on the weld assembly base cover. The cover was noted to have sharp edges due to misuse and a collision. After the affected part (component number 37103291) was replaced the getinge device was released for usage. In the IFU (IFU 7200.01 en 12, page 26), the user can find a safety note, which states that when adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, the user shall always pay attention to the or table and accessories and avoid collisions. In the IFU (IFU 7200.01 en 12, page 24), the user is warned that using faulty or defective products may result in injuries. The user is advised to check the proper working order and fully functional state of the product before use. The user is also advised to stop using faulty or defective products and inform the getinge representative. The IFU (IFU 7200.01 en 12, page 116) contains a suggestion for visual and functional inspections for the user. In the question with number 6 the user is asked to check if there are damages to mechanical parts. If these are observed the user should not continue to use the product and shall notify getinge authorized service. It is likely that the user utilized the operating table disregarding safety notes and suggestions from the user manual. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the operating table was found, it was considered that the getinge device was not up to the specification. Based on all available information we assume that the root cause for the staff cutting their palm on the stainless steel part of the meera operating table¿s base during cleaning, was most likely related to the user error. The issue investigated herein is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b2 outcomes attributed to adverse event, b5 describe event or problem, h1 type of reportable event and h6 health effect ¿ impact codes fields deems required. This is based on the additional information that has been received leading to the reassessment of severity of the injury. Previous b2 outcomes attributed to adverse event: required intervention corrected b2 outcomes attributed to adverse event: other previous b5 describe event or problem: on 23rd may 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the staff cut their palm on the stainless steel part of the meera operating table¿s base during cleaning. The sharp edge went through the staff's glove. First aid was applied to stop the bleeding and wound was closed in the emergency room. We decided to report the issue due to serious injury of the staff. Corrected b5 describe event or problem: on 23rd may 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the staff cut their palm on the stainless-steel part of the meera operating table¿s base during cleaning. According to the initial information, the sharp edge went through the staff's glove. First aid was applied to stop the bleeding and wound was closed in the emergency room. Based on the information available at that time, the injury was assessed as serious. According to the additional clarifications received, it has been confirmed the injury was not serious as no stitches were applied to the wound as it was small. The wound was simply cleaned and then a plaster was used to cover the wound. The incident is considered as reportable based on the potential for serious injury if the situation, namely user cutting his finger on the base plate cover, was to reoccur. Previous h1 type of reportable event: serious injury corrected h1 type of reportable event: malfunction previous h6 health effect ¿ impact codes: serious injury/ illness/ impairment/temporary impairment//4619 unexpected medical intervention///4641 corrected h6 health effect ¿ impact codes: minor injury/ illness / impairment///4613 the correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 10/01/2020. Corrected h4 device manufacture date: 09/21/2020.

Event description:
On 23rd may 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the staff cut their palm on the stainless-steel part of the meera operating table¿s base during cleaning. According to the initial information, the sharp edge went through the staff's glove. First aid was applied to stop the bleeding and wound was closed in the emergency room. Based on the information available at that time, the injury was assessed as serious. According to the additional clarifications received, it has been confirmed the injury was not serious as no stitches were applied to the wound as it was small. The wound was simply cleaned and then a plaster was used to cover the wound. The incident is considered as reportable based on the potential for serious injury if the situation, namely user cutting his finger on the base plate cover, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the staff cut their palm on the stainless steel part of the meera operating table¿s base during cleaning. The sharp edge went through the staff's glove. First aid was applied to stop the bleeding and wound was closed in the emergency room. We decided to report the issue due to serious injury of the staff.